Event description:
Patient underwent primary right tkr on (B)(6) 2022 where a ps rp attune with uncemented tibial tray was used. Surgeon has reported that the patient never felt good after the index surgery. The patient reported at around day 3 that the knee was painful (more so than what would be expected). The surgeon believes that this may be too soon to attribute the pain to a low grade infection (crp levels etc remained normal indicating that this was not an acute infection). Patient has continued to experience ongoing pain, specifically around the proximal tibia. Scans have shown an area under the tibia to be "hot". A decision was made to open the knee. On opening the knee, the tissue appeared to be fairly inflamed. The femoral component was well fixed but the tibial component appeared to me loose (not obviously but with some persuasion, it appeared to be somewhat loose). A frozen section was taken and the count showed the tissue to not be infected. The uncemented tibial tray was removed. There was some evidence of boney ongrowth, with other areas were the porocoat looked untouched. Multiple specimens were taken and will be reported on at a later date (to rule in/ out infection - which is still a consideration). The tibia was thoroughly irrigated and was prepared for an attune revision tibia with a sleeve and stem. A new primary ps rp insert was used. The surgeon has indicated that he may move back to utilizing cemented tibial components. Depuy cement was not utilised at time of index surgery did the patient experience a post-op device malfunction? Unknown, if yes, please describe. Unsure, but it was felt that the tibial tray was loose, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes, facility name of original implant. (B)(6). Was device explanted? True. Hardware/explant removal due to: pain, loose tibia, infection? Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2022. Reason for revision surgery. Painful prox tibia. Patient status/ outcome / consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. ()(). Device property of -->none, device in possession of -->none, (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that there was no surgical delay. Tibia not overtly loose but did not take much to remove ¿ so it would be considered loose. Other: patient has reported that with the tibial component removed and replaced, that the pain being experienced has disappeared. -this confirms pain was from the tibial component (and confirms suspicion of loosening).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1.